Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was set to surgery mode prior to the procedure. In turn, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogated the ipg and was able to recover the ipg and restore therapy.

Manufacturer narrative:
Inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.